Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the physician elected to use a dual chamber implantable cardioverter defibrillator and use a competitor left ventricular lead to plug into the right ventricular port for left bundle branch pacing. The implant configuration initially resulted in far r wave over-sensing; however, programming interventions were made to mitigate the issue. There were no patient consequences.